Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer 3005099803-2010-01469 for the other associated device information. It was reported to boston scientific corporation that two ultraflex covered tracheobronchial stents were attempted to be implanted during a bronchoscopy with stenting procedure within the left main stem of the bronchus on (B)(6), 2010. According to the complainant during the procedure the first stent and delivery system were passed through the stricture without difficulty. The stent was the proper length and size for the stricture, however the stent only partially deployed. According to the physician the lesion was predilated; however the stricture was too tight. The first stent and delivery system was removed without difficulty. At this time, the stricture site became very irritated. A second ultraflex covered tracheobronchial stent was attempted to be implanted; however the delivery system could not cross the lesion. This stent was never deployed. The second stent and delivery system was removed from the patient and the case was ended. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer 3005099803-2010-01469 for the other associated device information. It was reported to boston scientific corporation that two ultraflex covered tracheobronchial stents were attempted to be implanted during a bronchoscopy with stenting procedure within the left main stem of the bronchus on (B)(6) 2010. According to the complainant during the procedure the first stent and delivery system were passed through the stricture without difficulty. The stent was the proper length and size for the stricture, however the stent only partially deployed. According to the physician the lesion was predilated; however the stricture was too tight. The first stent and delivery system was removed without difficulty. At this time the stricture site became very irritated. A second ultraflex covered tracheobronchial stent was attempted to be implanted; however the delivery system could not cross the lesion. This stent was never deployed. The second stent and delivery system was removed from the patient and the case was ended. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. Since initial report has been filed, boston scientific has received additional patient information: it was reported to boston scientific corporation on (B)(6) 2010 that the patient declined another stent placement procedure, because she did not want to be intubated again. She opted for radiation therapy in lieu of stent placement. After she received radiation therapy, she checked into hospice and has since passed away from lung cancer. No autopsy was performed; however in the physician's assessment her death was unrelated to the stenting procedure performed on (B)(6) 2010. The date of death was recent; however an exact date could not be confirmed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - (stent difficulty crossing lesion). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual and functional examination of the device could not be performed since the device was not returned for analysis. A device history record (DHR) and a review of similar complaints could not be performed as the device lot number is unknown. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Based on the information from the complaint, the most probable root cause is operational context.